Event description:
Additional information was received from a healthcare provider (hcp) via the study. There were no concomitant medications listed on the patient's medication log. The patient's medical history included spasticity and spinal cord injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving baclofen with concentration 2,000.0 mcg/ml at dose rate of (B)(4) mcg/day and morphine with concentration 1.0 mg/ml at a dose rate of (B)(4) mg/day via an implantable pump as of (B)(6) 2015 for intractable spasticity and spinal cord injury/disease. It was reported that the pump infusion mode was simple continuous. The programming date from most recent refill prior to event was (B)(6) 2016. It was reported that the morphine was removed from the pump gradually over the last (B)(6) months. The patient presented to the emergency room (B)(6) 2015 with severe spasms. The patient was hospitalized. Medications were administered (B)(6) 2015. The outcome was resolved without sequelae as of (B)(6) 2015. Regarding etiology, the event was related to the device or therapy and not related to the implant procedure. The event was related to intrathecal morphine. The drug action that caused the event was discontinuation of drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.